Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly detached. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2022-00737 was a duplicate record and was opened in error. The event details are being captured under complaint file #5900729 and was reported to the FDA under MFR rpt# 2020394-2022-00957. H10: d4 (expiry date: 09/2024), g3. H11: b5, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.